Event description:
(B)(6) was performing a left arm fistula check and was ballooning a narrowed area of the fistula. He was inflating a 9x4 conquest to 19-20 atmospheres when it burst inside the vein. The 9x4 conquest had a rated burst pressure of 26 atmospheres. When the balloon burst, it perforated the pt's vein. (B)(6) immediately asked for another balloon and a stent to be opened. He inflated another balloon in the area of the perforation. This allowed the vein to seal and stenting was not required.